Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the port fell out. The event occurred during set-up on (B)(6) 2024. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the patient outlet fitting was loose, the battery was missing and the front panel was bent in more than one place. The customer reported problem was confirmed. The cause of the issue was unknown. The patient outlet fitting was tightened. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.